Manufacturer narrative:
(B)(4).

Event description:
It was reported that a the patient had a syncopal episode. During device interrogation automatic mode switch episodes due to oversensing were observed. The oversensing was suspected to be due to emi. No intervention was performed at the time. No further information is available at this time.